Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump reset unexpectedly indicated a data log corruption and experienced an undefined speaker and vibration issue. Additionally, it was reported that the customer received a power source alert and the pump was warm to the touch after being plugged in to a usb cable. There was no reported adverse impact to customers blood glucose level. The customer reverted to alternate insulin therapy.